Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn 09610) is unable to power on the autopulse platform. The battery successfully charges in the multi-chemistry charger (mcc) and the status leds of the mcc illuminate green, indicating the battery is fully charged. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.